Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush heads are no longer staying attached to the hand piece. They come off mid-brushing - oral-b [device breakage]. Case narrative: consumer via e-mail reported that their oral-b toothbrush heads were no longer staying attached to the oral-b toothbrush hand piece and that they came off mid-brushing. No injury was reported.